Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc cpu assembly was evaluated and reseated. The cpu coin battery was also replaced during the service event and the (B)(4) settings were reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.